Event description:
It was reported that the pt had a disc implanted at c6-c7. The pt was reportedly experiencing pain post-op. At 6-9 months after implant, the pt underwent a 2-level acdf at c5-c7 with removal of the previously implanted disc at c6-c7.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.